Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien technical support engineer troubleshot this issue with the customer over the phone. The customer was advised to run extended self-test (est). The customer reported to have not duplicated the alleged malfunction.